Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on 03-22-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).